Event description:
It was reported that resistance was felt while a cartridge. Customer changed the syringe needle and a cartridge was successfully filled with insulin. Customer alleged pump was not delivering basal insulin properly and declined tandem technical support's offer to perform a pump system check. Customer's blood glucose was 140-300 mg/dl. Customer reverted to using manual injections for insulin therapy.